Event description:
It was reported that during a pulse field ablation (pfa) procedure to treat persistent atrial fibrillation (a fib) (off label use) the patient experienced cardiac tamponade and low blood pressure. During the procedure 15 ablations had been applied to the left common pulmonary vein, but before any treatment could be performed on the right pulmonary veins the patient's blood pressure dropped. Cardiac tamponade was identified and a pericardiocentesis was performed. Due to the patient's deuteriation the procedure was cancelled, and the patient was taken to the operating room. During surgery a tear in the right inferior pulmonary vein (ripv) was found and repaired. The patient remains in the hospital and the situation is considered ongoing. The catheter was disposed by the facility and will not be returned as the device performed as expected during the procedure and there were no reports of any performance concerns.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Manufacturer narrative:
B5: describe event or problem - updated with additional narrative. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during a pulse field ablation (pfa) procedure to treat persistent atrial fibrillation (a fib) (off label use) the patient experienced cardiac tamponade and low blood pressure. During the procedure 15 ablations had been applied to the left common pulmonary vein, but before any treatment could be performed on the right pulmonary veins the patient's blood pressure dropped. Cardiac tamponade was identified and a pericardiocentesis was performed. Due to the patient's deuteriation the procedure was cancelled, and the patient was taken to the operating room. During surgery a tear in the right inferior pulmonary vein (ripv) was found and repaired. The patient remains in the hospital and the situation is considered ongoing. The catheter was disposed by the facility and will not be returned as the device performed as expected during the procedure and there were no reports of any performance concerns. It was further reported that the patient was doing well following surgical intervention and left the ep lab with a jp bulb attached to a drain in the pericardium.